Manufacturer narrative:
(B)(4). Additional analysis results indicate that the programmer did not pass further testing. Another circuit board component was replaced and the programmer was repaired. This additional analysis finding does not indicate a burn hazard risk.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The programmer would not start up. Within minutes of turning the power on, a circuit board component became extremely hot due to contamination. Laboratory analysis did not find any evidence of abuse or mishandling. The programmer was repaired.